Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo and video were provided. The photo and video were evaluated, and the reported condition was observed. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they put a new g-tube in the patient last wednesday and it fell out on thursday. They noticed that the balloon had deflated on its own and tested to see if the balloon was compromised. The balloon won't inflate.